Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 32098 and 32096 errors on the parallelogram. Additionally, the parallelogram power readings were trending down. The parallelogram fiber cable was swapped with a new one and the errors no longer occurred. The original parallelogram fiber cable was reinstalled, and the errors returned. The unit went through more testing on a pftp and passed direction tests, lissajous, cva characterization, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switch test. The parallelogram assembly will be replaced as a fix to the reported problem. System log review was performed. Per the review, the following was confirmed: a hysterectomy - benign was performed on system sk0198 on (B)(6)2022 by surgeon luis j lopez-benitez. A review of the system logs associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs indicate the surgeon disabled usm 2, however there was 4 power cycles in the logs during this procedure. Each power cycle event automatically enables all arms making usm 2 available for surgical use. The logs do not indicate any usm abandonment. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Additionally, the surgical procedure was delayed by greater than 30 minutes.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer informed the technical support engineer (tse) they kept getting a recoverable 32101 error on universal surgical manipulator (usm) 2. The tse verified error 32101 in the logs. The tse assisted the customer with powering cycling the patient side cart (psc), but the issue remained. The tse asked if the customer was in the position to disable usm 2 and continue the procedure with usm 3 and the customer acknowledged that they were going to proceed. The surgeon disabled usm 2 and proceeded with the case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was a benign hysterectomy. There was a delay in the procedure greater than 30 minutes to switch out the whole psc. There was no harm or injury to the patient and the patient demographics is unknown.